Event description:
Alleged when the brake pedal is set and the bed is leaned on, the break will not hold.

Manufacturer narrative:
The hill-rom field investigation indicated the brakes were difficult to set on the bed. The hill-rom technician replaced the brake/steer caster, brake block and translink to repair the bed. The affinity service manual (man013re) documents a function check for the caster tires and central brake and steer as part of preventative maintenance. The components should be checked for cuts, wear, tread life, etc and the brakes should be checked to ensure the bed will not move when the brake is activated. If the bed moves, inspection for wear and adjustment may be necessary.